Manufacturer narrative:
The cause for the false low advia centaur xp vitamin d total (vitd) patient results is unknown. Repeatability testing, and quality control (qc) results are considered acceptable. Siemens is investigating.

Event description:
A false low advia centaur xp vitamin d total (vitd) patient result was observed by the customer and considered discordant compared to a higher alternate vitamin d test method. The endocrinologist specialist had prescribed vitamin d supplementation prior to retesting the patient for vitamin d total. The advia centaur xp vitamin d total (vitd) retest result was low. The patient was sent to an alternate laboratory, tested for vitamin d on an alternate test method, and the result was elevated. There are no reports of adverse health consequences due to the false low advia centaur xp vitamin d total patient result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00012 on 01/23/2017 for falsely low advia centaur xp vitamin d result. On 03/02/2017 - additional information: the patient is approximately (B)(6), and received vitamin d3 supplementation for two months. The patient was tested in (B)(6) 2016 and the vitamin d result was low. The sample type for vitamin d testing was serum. The customer mentioned that they had another patient with a low vitamin d result on the advia centaur xp, and the sample tested higher on an alternate vitamin d test method, however, event and patient information was not provided. Date: (B)(4) 2016; lot: 134067; result: <4.2 nmol/l. (B)(4). In summary, the patient sample was not available for further testing by siemens, and no clinical history provided. Without the patient sample or clinical history, the cause for the falsely low advia centaur xp vitamin d results is unknown. No conclusion can be drawn. The instrument is performing within specifications. No further investigation is required.